Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an issue with intermittent sound. Troubleshooting determined that the vibratory functions were still working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: investigation was unable to duplicate complaint about intermittent sound. The pump had an acceptable volume of sound. Unrelated to the allegation of intermittent sound, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.